Event description:
On (B)(6) 2012, a maquet ssu discovered that for cardiohelp unit ((B)(4)) the units touchscreen surface would shift. Touchscreen calibration would only keep briefly or not happen at all. When the unit was restarted, or after an indefinate time the problem would happen again. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(6) 2014, service order (B)(4) was completed for work on unit (B)(4). The digiflow connector board was updated according to (B)(4). Maintenance, functional testing and calibration was performed.reference complaint (B)(4).